Event description:
During surgical procedure patient condition changed necessitating the use of defibrillation using internal paddles. Paddles were used but they did not discharge. A second set of internal paddles were used and again failed to discharge. Biomedical technician was called to the room, the defibrillator was tested and passed the test. External pads were applied to patient emergent and shock was successfully delivered. The internal paddles were isolated and bagged for further testing and inspection. Biomed has since returned the internal paddles for reprocessing.